Event description:
It was reported that the pressure infusor exhibited air leakage and debonding. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
G1: updated. No product was returned nor picture provided for evaluation. The investigation was unable to confirm the reported problem. As no product has been returned, the investigation could not confirm the reported issue. If the device is returned, the complaint will be reopened for further investigation. No causes or potential causes related to the customer's reported problem were found during history review.